Event description:
Patient's husband reported that one of patient's pump remotes is malfunctioning for pump serial number (B)(4). Due date unknown. It is turning on and off and will not allow patient to get to the home screen. Husband denied that any error message/alarm, was present on the device and could not confirm if remote was fully charged. He reported that this started to occur yesterday and patient was able to successfully switch to other pump and remote with no interruption in therapy/side effects. Husband stated that patient is currently hospitalized with pneumonia [since (B)(6) 2023-ongoing] and has been experiencing difficulties breathing and that "some days are worse than others". Anticipated discharge date is unknown. Patient currently being monitored (hospitalized) and using back up pump with no reported issues. Pharmacy to send replacement pump and current pump to be returned. No additional information. Sub-q remunity self-fill patient. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual product available for investigation? Yes. Did we [MFR] replace the device? Yes. Did the pt have a backup device they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life sustaining? Yes. United therapeutics research triangle park, nc. Reported to (B)(6) by pt/caregiver.